Event description:
The customer's mother reported that the customer's blood glucose was high (>500mg/dl) and that the pink slide insert was not visible in the viewing window. The customer was taken to the ER where he was diagnosed with diabetic ketoacidosis (dka) and was treated with an IV and an insulin drip.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure to fire and properly deploy the cannula or to determine its root cause. Lot qualification records were reviewed and the product lot met all acceptance criteria.